Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and before the operation, the tip of the device was observed damaged. There were no wire exposed wires however, there was lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the pebax of the device was found with broken marks and separated from the dome. No wires exposed were detected. An eeprom verification was performed, and it was confirmed that the device was used. A manufacturing record evaluation was performed for the finished device 31404685l number, and no internal actions related to the reported complaint condition were identified. The electrode damage reported by the customer was confirmed. The potential cause of the pebax condition could be related to the manipulation of the device before the procedure, during the set-up of the device; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and before the operation, the tip of the device was observed damaged. There were no wire exposed wires however, there was lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.